Event description:
Customer reports, while on a call, the device malfunctioned while on battery power. The external supply was attached to the device. The customer stated they may have inadvertently connected the external power supply to the incorrect connector. At this point the device would not pass self test. There was no adverse outcome to the pt. The reported condition has been duplicated, but root cause has not been determined. Investigation is continuing.